Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a single leaflet device attachment. It was reported that the patient underwent a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. An xtw clip (20519r130) was successfully implanted. However, post deployment it had a single leaflet device attachment (slda). A second clip xtw clip (20601r138) was being prepped for use. However during prep, it was noted that the clip arms would not open. It was decided not to implant another clip. The procedure was complete with the mr remaining at a grade of 4. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot. Based on available information, the cause of the reported mitral valve insufficiency/ regurgitation (unchanged mr) was due to the slda. The cause of the reported incomplete coaptation (intraprocedure) associated with the slda could not be determined. The reported patient effect of mitral regurgitation, as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. The reported serious injury/ illness/ impairment was a result of case-specific circumstances. There is no indication of a product quality issue with respect to manufacture, design, or labeling.h6 device code 4582 removedh6 device code 2199 removed.